Event description:
The user facility reported that an operator was injured while pulling a manifold rack full of instruments onto the transfer cart. The operator went to occupational health at the user facility and followed up with his personal physician; he received x-rays and self-treated with over the counter pain medication. The user facility reported the operator is fine with no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the washer and found it was operating properly. The technician inspected the carts and found they were slightly out of level. The technician replaced the stop gate, re-leveled the carts alignment, tested the unit and returned it to service. No further issues have been reported. The washer and transfer carts are not under steris service contract and are maintained and serviced by the user facility.